Manufacturer narrative:
Initial reporter: email - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Device is explanted. Healthcare professional later reported device rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Device is explanted. Healthcare professional later reported device rupture.